Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver screen looked funny with a dark mark across the screen and then the entire screen went dark. After the patient blood sugars elevated and he had a severe stomach ache and headache. The patient was hospitalized to rule out dka. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver (part number stk-gf-blu/serial number (B)(4)/lot number 5204525) being used at the time of event was returned for evaluation. An external visual inspection was performed and the plastic window is cracked. Functional testing was performed and could not be completed because the receiver would not boot up; therefore, a data log could not be retrieved. The receiver case was opened for further evaluation. An interior inspection was performed and found the moisture detection sticker activated. Due to moisture damage, a complete investigation could not be performed. There was no alleged malfunction reported on the returned device.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, they were out and about and the patient's blood sugars elevated. He had a severe stomach ache and headache. The patient was hospitalized to rule out dka. No additional event or patient information is available.